Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : below is the outcome of the device history record (DHR) review: product code 3122040). Lot number: 7786119. Lot expiry date: 2015-10. Device history record was reviewed on 05-jan-2022.. All manufacturing activities were completed to plan. Final microbiology and sterility tests passed. Product met all qc acceptance criteria. There were 0 non-conformances raised on this lot number.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, the patient had a left total knee arthroplasty to address osteoarthritis. Depuy component, including depuy patella, and depuy cement x2 were used during this procedure. On (B)(6) 2020, the patient had a left total knee revision to address loose tibial component. The surgeon reported that the femoral component was in slight valgus, which needed to be corrected and it was revised. The tibial component was noted to be grossly loose. Loosening was noted to be at the cement/implant interface. The insert was revised with no allegation of deficiency. The patella was not revised. Doi: (B)(6) 2014. Dor: (B)(6) 2020. (Left knee).